Manufacturer narrative:
(B)(4)

Event description:
The customer stated that they received an erroneous result for one patient tested with accutrend plus meter serial number (B)(4). The customer stated that the paramedics had been called for the patient for a cardiac issue prior to them testing the patient. At 12:17, the patient was tested using the meter and the result was 38 mg/dl. This result was believed to be incorrect. The paramedics arrived approximately five minutes later and tested the patient using their meter of an unknown type. The result from was 130 mg/dl. The customer stated that they ran tests on their employees using the complained meter and they stated that results were about 30 mg/dl lower than they thought they should be. No comparison testing was performed on these employees. No adverse events were alleged to have occurred with the patient. The patient did not receive any treatment at the customer site based on the meter result. After the paramedics arrived, they took over control of the patient care. The customer ran quality controls on (B)(6) 2017 which passed. The customer stated that they run controls at the beginning of the month or when there is a new lot of test strips. The control material had been opened for use more than three months prior to their testing. The customer's product was requested for investigation and replacement product was sent to the customer.

Manufacturer narrative:
The customer's test strips were provided for investigation. The customer's test strips were measured with two edta bloods on atp meter compared to another laboratory method (cobas). Customer test strips were also measured with control material. The customer's test strips showed no abnormalities and no relevant deviations to lab method. All results are in the tolerance range. No product problem was found. Medwatch field has been updated.

Manufacturer narrative:
Retention glucose test strips, lot 186152 were measured with edta blood on atp meter compared to other laboratory method (cobas). Retention samples were also measured with retention controls. Retention samples showed no abnormalities and no relevant deviations to the laboratory method. All results were within the tolerance range. Medwatch fields have been updated.